Event description:
Customer reported, the needle of the freestyle libre sensor remained in her arm. And caused inflammation. As a result, customer had contact with an hcp. And received unspecified treatment. However, no details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. And a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specifications. A tripped trend review was completed for the reported complaint and fs libre. And there were no adverse trends that indicate, any potential product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the needle of the freestyle libre sensor remained in her arm and caused inflammation. As a result, customer had contact with an hcp and received unspecified treatment, however no details were provided. There was no report of death or permanent injury associated with this event.